Event description:
The manufacturer received information from a customer that a trilogy evo ventilator alarm with a red light occurred and indicated the issue was a defective machine flow sensor. There was no patient involved; no harm or injury was reported. The ventilator nor machine flow sensor has not yet been returned for evaluation. If the device and/or component is returned and evaluated, a follow-up report will be submitted with the evaluation results.